Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specs for the device. No anomalies were found in the review of the unit's deice history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely there were may factors involved in the reported event. It is possible that the loop electrode was defective/malfunctioned and/or the unit settings were too high. Nonetheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified with this incident. Erbe USA, inc is now closing the file on this event.

Event description:
It was reported that a pt incident occurred during a hysterectomy with the electrosurgical unit (esu/generator). Intraoperatively, a flame occurred at the loop electrode (note: the loop electrode was a non-erbe accessory.). No info regarding settings of the esu was provided, nor did the account complain of problems with the unit. The metal part of the loop was then missing and the pt's uterus was perforated. To address the situation, a hysterectomy was performed.